Event description:
It was reported that the patient passed out. The right ventricular (rv) pace/sense lead exhibited noise, and the patient was not being paced. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and was analyzed. No anomalies were found. Blood/body fluid was found on the proximal conductor (not obstructed), which was distorted. The outer insulation was kinked/buckled, breached cut, and exhibited a cosmetic depression. The lead exhibited apparent explant damage.